Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette during drain 3 of 4 then a pump a vs. B volume error during fill 4 of 4. The patient stopped treatment and found fluid leaking. Fluid was in the pump module area of the cycler and on the external cassette. Patient was advised by pd nurse to use cycler next day. In a follow up, the pd nurse verified the fluid leak. There was no harm, intervention, or adverse event for the patient. The pd nurse told the patient to use a different lot of cassettes and the patient has been doing treatment with the same cycler.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette during drain 3 of 4 then a pump a vs. B volume error during fill 4 of 4. The patient stopped treatment and found fluid leaking. Fluid was in the pump module area of the cycler and on the external cassette. Patient was advised by pd nurse to use cycler next day. In a follow up, the pd nurse verified the fluid leak. There was no harm, intervention, or adverse event for the patient. The pd nurse told the patient to use a different lot of cassettes and the patient has been doing treatment with the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.